Event description:
It was reported that an auto-off alarm occurred. Reportedly, "on or around 9/2 or 9/3" the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 620 mg/dl. The customer was treated with intravenous fluids of saline and insulin. Customer was released after "2 to 3 day's" with issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.